Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the buffer syringe (part #: zm011200) and the sample syringe (part #: zm011100) to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.

Event description:
The customer reported erratic ise (ion-selective electrode) patient results were generated on the au5800 clinical chemistry analyzer. Was no change in patient treatment in association with this event.